Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that sometime post stent placement in the left popliteal artery, the patient presented for amputation. Angiogram demonstrated mild to moderate stenosis within the stent which was treated with angioplasty. Some time post stent placement, the patient was scheduled for left second transmetatarsal amputation. Some time post stent placement the patient was scheduled for transmetatarsal amputation of the left first toe. Some time post stent placement, the patient was scheduled for peripheral intervention. Angiogram was performed which demonstrated high-grade in-stent restenosis which was treated with angioplasty and drug-coated balloon. The current patient status was not provided.

Event description:
It was reported through the results of a clinical trial that sometime post stent placement in the left popliteal artery, the patient presented for amputation. Angiogram demonstrated mild to moderate stenosis within the stent which was treated with angioplasty. Some time post stent placement, the patient was scheduled for left second transmetatarsal amputation. Some time post stent placement the patient was scheduled for transmetatarsal amputation of the left first toe. Some time post stent placement, the patient was scheduled for peripheral intervention. Angiogram was performed which demonstrated high-grade in-stent restenosis which was treated with angioplasty and drug-coated balloon. The current patient status was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: h6 (method). H11:section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the physical sample was not available and images have not been provided. The reported issue could not be reproduced which led to inconclusive evaluation result. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. In stent restenosis may be caused by various factors and may occur inside non defective stents that have been correctly placed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction or abnormal vessel geometry caused by stent implantation. Irregular stent placement as well as insufficient pre or post dilation may be contributing factors. In this case the lesion was pre and post dilated, and the vessel was extremely calcified leading to compression on the stent. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the relevant labeling for this product it was found that the IFU sufficiently addresses the potential risk. The IFU states that 'arterial occlusion/restenosis of the treated vessel' is a potential adverse events that may occur. The stent deployment procedure was found to be properly addressed in the IFU. In regards to balloon dilation the IFU states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' H10: g4 h11: h6 (results), h6 (conclusion).

Event description:
It was reported through the results of a clinical trial that sometime post stent placement in the left popliteal artery, the patient presented for amputation. Angiogram demonstrated mild to moderate stenosis within the stent which was treated with angioplasty. Some time post stent placement, the patient was scheduled for left second transmetatarsal amputation. Some time post stent placement the patient was scheduled for transmetatarsal amputation of the left first toe. Some time post stent placement, the patient was scheduled for peripheral intervention. Angiogram was performed which demonstrated high-grade in-stent restsnosis which was treated with angioplasty and drug-coated balloon. The current patient status was not provided.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of peripheral arterial disease with ulceration was scheduled for intervention. The right common femoral artery was accessed and a left lower extremity angiogram was performed which demonstrated a diseased popliteal artery as well as distal superficial femoral artery. Balloon angioplasty was performed in the sfa and popliteal segment with minimal expansion. The decision was made to place a 6x200 stent. The stent was post-dilated with no evidence of compression. All wires and catheters were removed and the patient tolerated the procedure well. Some time post stent placement, the patient was scheduled for transmetatarsal amputation. Angiogram demonstrated mild to moderate stenosis in the popliteal stent. Angioplasty was performed in the popliteal artery. Sometime post stent placement, the subject was scheduled for transmetatarsal amputation. Sometime post stent placement, the left common femoral artery was accessed and angiogram demonstrated high grade in-stent restenosis. Angioplasty was performed followed by drug-coated balloon. The patient tolerated the procedure well and was transferred in stable condition.

Event description:
It was reported through the results of a clinical trial that sometime post stent placement in the left popliteal artery, the patient presented for amputation. Angiogram demonstrated mild to moderate stenosis within the stent which was treated with angioplasty. Some time post stent placement, the patient was scheduled for left second transmetatarsal amputation. Some time post stent placement the patient was scheduled for transmetatarsal amputation of the left first toe. Some time post stent placement, the patient was scheduled for peripheral intervention. Angiogram was performed which demonstrated high-grade in-stent restenosis which was treated with angioplasty and drug-coated balloon. The current patient status was not provided.